Event description:
Hospital personnel were treating a pt diagnosed as bradycardic. The pt was treated with atropine unsuccessfully. External pacing was attempted and reportedly the device would intermittently stop pacing. A back up device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.